Event description:
Same case as MFR# 2134265-2011-04587. It was reported by the patient that post a stenting treatment procedure, the patient had a myocardial infarction. The target lesion was located in the obtuse marginal and circumflex (cx) artery. Two niroyal elite premounted stents were placed. Three months later, the patient had a heart attack and the stents were occluded. He underwent bypass surgery. The patient stated that he is "still having issues with his heart and has prolapse now." Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).